Manufacturer narrative:
Product analysis: analysis confirmed the customer comment main seal is damaged. The hanger assembly was broken. The ventricular encoder was hard to turn (out of specification mechanical). One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) subsequently tested out of specification during manufacturers analysis. There was no patient involvement.